Event description:
During insertion of intraocular lens, the surgeon heard a "popping" noise. After the lens was inserted, the surgeon discovered a scratch down the middle of the lens and also noted scratches on the lens folder. He cut that lens out and replaced it with a new lens.